Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt's vendor reported the infusion tubing separated from the luer connection within 4 days of use. This occurred on 3 occasions and the pt experienced elevated blood glucose (value not provided). The pt changed the infusion set and bloused through the infusion device to lower blood glucose. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.